Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 123mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to flattened button dome switch. Unable to verify lost sensor alarm due to unresponsive button. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.